Event description:
It was reported that the patient's ams700 inflatable penile prosthesis cylinders and pump were removed due to fluid leak. An ams700 21cm cx device was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis cylinders and pump were removed due to fluid leak. An ams700 21cm cx device was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.